Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 14 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the event was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the charged coupled device, which resulted in the absence of images. Additionally, the charged coupled device may have failed due to aging deterioration. The instructions for use have the following statement which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user report was confirmed. A faulty charged coupled device unit caused no image. A slice in the cable was confirmed. The cable was noticed to be a non-olympus cable. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported that there was a slice in the hd autoclavable camera head cable and no image would appear during a procedure. Per the customer, the problem was first noticed at the beginning of the procedure. There was no delay in the procedure and the procedure was completed with a different, unspecified device. The customer reported other unspecified devices were also replaced during the procedure. As reported, there was no consequence or impact to the patient due to this event.